Event description:
During a surgical procedure the lower jaw of the grasper forceps broke off in the uterus while attempting to remove excess tissue to visualize the opening of the ostia. A different semi rigid alligator grasping forceps was utilized to retrieve the broken piece in the uterus with success. No harm or injury was caused to the patient.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further information becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly.